Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose levels (mid 400 mg/dl) for the past year and a half. Customer stated that when insulin in the cartridge gets down to 50-60 units left, blood glucose levels will begin to elevate. Customer stabilizes blood glucose levels with manual injections. Recommendation was made to discuss diabetes management with health care provider.